Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced intermittent extracardial stimulation due to the right ventricular lead. The device was reprogrammed. The patient would continue to be monitored.